Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. After trialing the femur and tibia, the surgeon observed that the components appeared to be tracking further laterally than planned and the joint appeared to be tighter than planned. The surgeon agreed to resect more bone after modifying the plan to seat the tibia component deeper by 1 mm. Upon trialing, the surgeon noted that the join laxity had improved, and he implanted the components. The surgeon inspected the implant tracking visually, and still felt they were tracking slightly laterally.

Manufacturer narrative:
As part of normal complaint follow-up an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). The CT images were reviewed and it was observed that the image was not accurate and resulted in a 3d bone model with many visual artifacts such as small "spikes" that did not stay true to the CT bone surface. Though no issue with bone registration was reported, the bone registration points were clustered and not collected according to the prescribed pattern, which likely contributed to high rotation values observed during joint balancing.